Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed and required maintenance. A field service engineer identified that the only reported screen error was for auxiliary drawer 7, not auxiliary 2.1, tested auxiliary drawer 2.1 and confirmed it was fully functional, proceeded to inspect auxiliary drawer 7 and ran a diagnostic test, during which the drawer disappeared from the bus, opened the rear panel and confirmed the drawer power lights were still illuminated, disconnected and reconnected the cables to the drawer controller, then powered the station back on, ran diagnostics again and confirmed the drawer no longer failed or dropped off the bus. The customer tested access to the drawer successfully, performed a diagnostic acceptance test on the auxiliary 7-4 height drawer, all pockets opened correctly, the drawer remained detected on the bus, and the drawer was confirmed closed and fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 failed and it required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.